Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the reported pump did not pull medication from the secondary medication bag during a primary-secondary infusion was not identified during the customer call. However, there was no sufficient sample to address the issue.

Event description:
It was reported that the pump did not pull medication from the secondary medication bag during a primary-secondary infusion. There was patient involvement but no harm. The customer indicated they believe the issue was due to user error. Although requested, no additional information was provided.